Manufacturer narrative:
Pump was received with unexpected restart alarm after battery change and memory was erased due to faulty interface board. Pump passed the operating currents measurement, self-test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected low battery alarm noted. Pump had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, minor scratched and cracked display window. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was cracked at the screen and at the esc button. The customer's blood glucose level was unknown. The customer was advised the pump would be replaced and returned for analysis.